Event description:
It was reported that at a follow-up appointment, elevated threshold measurements from the right ventricular (rv) lead were observed when compared to previous visits. Additionally, an electrocardiogram (egm) review revealed multiple instances of loss of capture, despite the high programmed output of this implantable pacemaker. The physician elected to further increase the device's programmed output, as well as ordering x-ray imaging and scheduling a closer follow-up appointment in three months. Boston scientific technical services (ts) was also contacted, and it was discussed that the threshold variability could be the result of the patient's body position, clinical condition of the patient's heart, as well as a potential lead integrity issue. Thorough troubleshooting options were provided for assessing the integrity of the rv lead, such as via provocative maneuvers and postural testing with real-time egm monitoring to look for changes in the threshold measurements and potential noise. Additionally, ts recommended assessing the programming of the right atrial (ra) lead, as it is currently programmed off despite the noted indication of sinus disease from this patient. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a boston scientific product.

Event description:
It was reported that at a follow-up appointment, elevated threshold measurements from the right ventricular (rv) lead were observed when compared to previous visits. Additionally, an electrocardiogram (egm) review revealed multiple instances of loss of capture, despite the high programmed output of this implantable pacemaker. The physician elected to further increase the device's programmed output, as well as ordering x-ray imaging and scheduling a closer follow-up appointment in three months. Boston scientific technical services (ts) was also contacted, and it was discussed that the threshold variability could be the result of the patient's body position, clinical condition of the patient's heart, as well as a potential lead integrity issue. Thorough troubleshooting options were provided for assessing the integrity of the rv lead, such as via provocative maneuvers and postural testing with real-time egm monitoring to look for changes in the threshold measurements and potential noise. Additionally, ts recommended assessing the programming of the right atrial (ra) lead, as it is currently programmed off despite the noted indication of sinus disease from this patient. X-ray imaging was performed, and no abnormalities were observed. A follow-up appointment has been scheduled in (B)(6) 2026 to reassess the system performance. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a boston scientific product.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Failure to capture is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific therefore, product analysis could not be performed. However, loss of capture has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: at this time, no further actions are considered necessary as loss of capture is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that at a follow-up appointment, elevated threshold measurements from the right ventricular (rv) lead were observed when compared to previous visits. Additionally, an electrocardiogram (egm) review revealed multiple instances of loss of capture, despite the high programmed output of this implantable pacemaker. The physician elected to further increase the device's programmed output, as well as ordering x-ray imaging and scheduling a closer follow-up appointment in three months. Boston scientific technical services (ts) was also contacted, and it was discussed that the threshold variability could be the result of the patient's body position, clinical condition of the patient's heart, as well as a potential lead integrity issue. Thorough troubleshooting options were provided for assessing the integrity of the rv lead, such as via provocative maneuvers and postural testing with real-time egm monitoring to look for changes in the threshold measurements and potential noise. Additionally, ts recommended assessing the programming of the right atrial (ra) lead, as it is currently programmed off despite the noted indication of sinus disease from this patient. X-ray imaging was performed, and no abnormalities were observed. A follow-up appointment has been scheduled in (B)(6) 2026 to reassess the system performance. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a boston scientific product.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description).